Event description:
The customer alleges that their last cartridge pouch already had sample applied to it when they opened the pouch. There were no allegations of patient/user harm. This allegation is being reported out of an abundance of caution.

Manufacturer narrative:
This allegation was reported out of an abundance of caution. It appears the customer cartridge had been previously used post-distribution.